Manufacturer narrative:
Rcr # 3016438761-10/06/21-003-c. The investigation into this issue determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued to architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5 and provides necessary actions to take until their software upgrade has been installed.

Event description:
The customer reported observing error codes aim=3382 / 3382 unable to process test, internal wash pressure (low) error (reagent 2) pipettor and aim=3382 / 3382 unable to process test, internal wash pressure (low) error (reagent 1) pipettor, while processing on the architect c4000 analyzer. The customer was instructed to replace and calibrate both the r1 and r2 probes, followed by an assay calibration and qc analysis. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section 9: rcr # 3016438761-10/06/21-003-cthis follow up report is being submitted to include the software version that the customer was operating on during the time of the incident. Refer to section d10.